Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the laparoscopic bariatric bypass procedure, there was bleeding on gastro-entero anastomosis. Exteriorization of melena was reported and clinical intervention was needed to prevent permanent impairment of a function.